Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that 3 unspecified bd precisionglide microlances had damaged packaging before use. The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced leakage (6), package open before use (3), needle bent (15). Additional information related to what leaked and from where states: "contrast" "syringe" additional information related to package open before uses states: "delayed important procedure" additional information related to needle bent states: "resulted in delay then cancelation of procedure""